Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. In-house accuracy testing in addition to the review of historical performance of reagent lot 12269ui00, was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 12269ui00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. In house accuracy testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. World wide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 12269ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely increased architect stat high sensitive troponin-I result on a (B)(6) yr old male patient. Results provided: (B)(6) 2020 at 12:21 pm sid (B)(6) = 741.1 pg/ml / 22.7 pg/ml, another architect = 62.6 / 23.9 pg/ml: new sample (B)(6) 2020 03:34pm sid (B)(6) = 30.4 pg/ml; 04:38pm = 29.6 pg/ml. Diagnostic cutoff = 26 pg/ml. No impact to patient management was reported.